Event description:
Received a copy of customer medwatch. Event description: "patient's chemo leaking from the caresite luer access device. This is the third report of chemo leaking from the same type of luer device. IV was nacl 0.9% 1,000 ml with 46 mg doxorubicin, 16 mg ondansetron hcl to administer over 24 hours at 42 ml/hr." The lot number of the event device (61254182) provided by the customer in the medwatch report is not a valid carefusion lot number. Although requested, no further patient or event details provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). Customer's medwatch states valve is not available for evaluation. Unable to determine the root cause of the reported leak because product was not returned for evaluation.